Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation: it was likely that the image was not displayed due to a broken charged coupled device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the following: the outer tube was deformed, the charged coupled device (r-unit) was broken, and the image was not displayed. There was no patient involvement.